Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed due the product sample is not available to perform a proper investigation and determinate the root cause. A device history record review was performed, and no relevant findings were identified. If the alleged defect samples become available at a later date, this complaint will be updated accordingly. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that the hcp failed to fire the skin stapler during the pretest, prior to use on patient. No patient involvement.

Manufacturer narrative:
(B)(4). The reported complaint of "misfire/jamming - staples not firing" could not be confirmed. Upon functional inspection, no issues were observed with the returned stapler. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided as there were no issues observed. Teleflex will continue to monitor and trend on complaints of this nature. Corrected data: section d.1.-brand name corrected to weck visistat skin stapler 35r. Section d.4.-catalog# corrected to 528135. Section d.4.-UDI# corrected to (B)(4).

Event description:
It was reported that the hcp failed to fire the skin stapler during the pretest, prior to use on patient. No patient involvement.